Event description:
Pt had ivig 20 grams ordered. Med was dilurted and placed into a 500 cc bottle. When IV tubing was spiked into the bottle small pieces of black plastic from the bottle broke off into the medicine. A second dose of the med was ordered and the same thing happened when the second bottle was spiked.